Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass surgery, during prime, there was a crack on the shunt sensor and it leaked. The product was changed out. There was no pt involvement as this occurred during prime. The surgery was completed successfully.

Manufacturer narrative:
Terumo has not received the actual device for investigation. Terumo plans on submitting a follow-up report when the investigation is completed and more information becomes available. (B)(4).